Event description:
It was reported that after connecting the device to the main unit, the ccd camera exhibited image discoloration, preventing medical personnel from accurately assessing the patient's condition. The anesthesiologist was unable to clearly visualize the patient's glottic airway structures on the screen, due to the impairment of the camera's visibility. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).